Event description:
On (B)(6) 2012, the patient contacted animas reporting that the subject pump did not display the low/empty cartridge warning. The patient reportedly filled the cartridge at 4:30pm (unspecified date) with 187 units of insulin in the loaner pump. Approximately 4 hours later, the pump displayed a loss of prime alarm at random. He disconnected and tried several times to prim the tubing but could not clear the alarm. He then removed the cartridge and noticed that it was empty. He claimed he did not receive any low/empty cartridge warning. According to the alarm history, there were no alarms. There were no allegations of harm or injury as a result of the reported issue; however, this complaint is being reported because the reported issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated no "low cartridge" warnings and no "empty cartridge" alarms on the reported event date. A review of the black box shows a "no cartridge detected" warning on the date of the reported issue. During investigation, the pump failed to recognize the cartridge during the load step. Additional investigation could not be completed due to the inability of the pump to recognize the cartridge.